Event description:
Customer reported on a bravo capsule which failed to attach. The pt wasn't injured following this procedure.

Manufacturer narrative:
No pt injury has occurred following this incident.